Event description:
Per the clinic, the device was explanted electively (specific date not reported) due to the need for MRI. Additional information has been requested but it has not been made available as of the date of this report.